Manufacturer narrative:
H3, h6. The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is bent. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. As engage devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the ends of the device are bent. The device shows signs of significant wear and use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As this is an express instrument, no complaint history review was performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code

Event description:
It was reported that during surgery a 11.5mm deep fluted end cutting reamer had a sharp break in a patient. It is unknown how the procedure was completed and if there was a surgical delayed.

Manufacturer narrative:
Internal complaint reference: (B)(4).